Event description:
The customer reported to philips healthcare that the defibrillator did not deliver a shock to the patient and the patient died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.